Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that after turning on a smiths medical pneupac® parapac® ventilator, the product would not activate. The device was checked following this complaint but the anomaly did not occur. One day following this incident, inactivation of the ventilator occurred again during pre-use check. Subsequently, it was reported that a patient had expired when the anomaly occurred. The product was taken out of service and retested; showing no issues. It was noted that it is unknown if the product failure was related to the patient death.

Manufacturer narrative:
Additional information was received indicating that the physician had forgotten to turn on a smiths medical pneupac® parapac® ventilator when the reported issue occurred. It was also reported that the patient was in cardiopulmonary arrest when the patient arrived to the hospital. It was noted that the issue was caused by user error. No further information was provided.